Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No unexpected low battery alarms noted. The unit was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device also was received with cracked battery tube threads and reservoir tube, and minor scratched lcd window.

Event description:
It was reported that a customer received a button error alarm on their insulin pump. The pt's blood glucose level was at 137 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further info was provided.